Event description:
The dentist reported 30 days after the dental implant was installed in intraoral region #7, it was verified its non osseointegration. 55 ncm of primary stability was achieved and immediate load was performed.